Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 ¿ patient was diagnosed with pantaloon right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device 1, 2). Per op notes, ¿a direct hernia was identified emanating through hesselbach's triangle. A extra large perfix plug (device 1) was placed in the preperitoneal space. An indirect hernia sac was located anteromedially on the cord. A extra large perfix plug (device 2) was placed through internal ring and into preperitoneal space. The floor of inguinal canal was reenforced with mesh patch and secured medially to pubic tubercle and iliopubic tract using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. Per op notes, ¿the hernia sac was dissected off the cord structures. The peritoneum was adhered to previously placed mesh (device 1, 2) through a direct defect. A synthetic mesh was placed in defect and closed.¿